Event description:
It was reported that the primary surgery of l4/5 tlif and l3/4 decompression was perfomred on (B)(6) 2015. Second surgery of l3/4 tlif was performed on (B)(6) 2016. Third surgery of extraction due to l3/4 screw loosening and pseudoarthrosis. And then th10-s2ai were fixed with screws. 1 week after the third surgery, the blockers backout of s1 and s2ai were found. Fourth surgery was performed on (B)(6) 2016. Also the blockers of l4 and l5 were loosened.

Manufacturer narrative:
(B)(4). Visual inspection; device history review; complaint history review; risk assessment; no relevant manufacturing issues were found that may have contributed to the reported event. According to the risk file, too little torque to blockers may cause construct loosening leading to a revision surgery. Lack of proper indentations on the returned blockers indicates that the blockers were not adequately tightened, which is likely the factor that contributed to the early loosening of the blockers.

Event description:
It was reported that the primary surgery of l4/5 tlif and l3/4 decompression was performed on (B)(6) 2015. Second surgery of l3/4 tlif was performed on (B)(6) 2016. Third surgery of extraction due to l3/4 screw loosening and pseudoarthrosis. And then th10-s2ai were fixed with screws. One week after the third surgery, the blockers backout of s1 and s2ai were found. Fourth surgery was performed on (B)(6) 2016. Also the blockers of l4 and l5 were loosened.